Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. During the visual inspection of the sample, the paper of the overwrap packet was observed to be delaminated. According to the condition of the sample, the assignable cause of the packaging integrity is caused by delamination, and due to this condition, the reported complaint is confirmed. A functional test was performed on the packet using an instron and the seal strength force met the requirement. Based on the information currently available, delamination was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "ip1 (product code 13500t) product where packaging does not correspond with aseptic opening, tearing during opening and contaminating material." Please provide additional details about the alleged deficiency. Please confirm, was the product seal on the foil still intact when the package was opened? Please provide the lot number of product code j602h. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, ip1 product where packaging does not correspond with aseptic opening, tearing during opening and contaminating material. Product ip2 corresponds to a needle without tip. There were no adverse reported. Additional information was requested.